Event description:
I have had two sets of implants: 2004 mentor saline smooth high profile then switched to sientra silicone smooth high profile in 2017. Since having implants I have experienced negative health effects. My health has gradually gotten worse since placing silicone implants. I have many problems: anxiety, brain fog, derealization 24/7, migraine aura (transparent orbs in circle pattern moving in center vision, move noticable on bright days) not sparkles which are normal to see in bright light, visual snow; poor quality nails, comprehension problems, ringing in ears, hypothyroid, frequent urination; depression, goopy eyes in the morning, bloodshot eyes, discomfort left side: tender lymph node, cleavage and internal itching, very dry eyes, visual disturbance (gold sparkle in right eye peripheral, happens randomly), tightness on left side; thinner hair, neck tightness, sore muscles, cold intolerance, hand numbness and tingling, joint pain, very cold feet and hands; back pain, sore feet and calfs 24/7, burning feet (cold burn feeling), slow to recover after exercise; left lymph tender at times, facial irritation like sunburn, balance problems (weight shifting front to back a lot while standing still), extremely low sex drive, weird heat feeling in lower left leg. I am (B)(6) this year, live an extremely healthy lifestyle including being cautious with the food I eat, supplements I take and water I drink. I do not dye my hair, wear makeup, I use natural face and body care products, as well as use natural home cleaning products. I sleep 8 hours at night, exercise, and yet I do not feel well. It is my opinion that my health has declined since placing implants, in particular the silicone. I beg of you to do more thorough testing and to rethink allowing implants to remain on the market. I have had brain scans, countless blood tests and have spent more hours worrying about my health than I care to admit. Please do the right thing. I will be explanting next month and only write this to possibly save another woman from what I've been through. I really hope anyone reads this. FDA safety report ID# (B)(4).